Event description:
It was reported that during servicing, a field engineer was standing at the rear of the gantry listening for noise while a second person from the hosp was at the front of the gantry controlling gantry motion. The person controlling the gantry could not see the field engineer, and during motion of the gantry, the little finger of the field engineer's right hand reportedly got stuck in the gantry, resulting in loss of the fingertip. There is a caution sign on the rear of the gantry warning against placing hands on the system while the system is in motion. The operator manual instructs that only trained service personnel should perform service. There is no history of this type of incident and no corrective action was considered necessary.